Event description:
It was reported that lead fracture near the clavicle was observed on x-ray. The patient had fallen from his bicycle. A portion of the lead was explanted. The ICD was replaced with a crt pacemaker and the ra and lv leads previously used with the ICD and a previously capped rv lead were reused.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with connector pin measuring 22.2cm was returned for analysis. Insulation damage was noted at distal side of the suture sleeve impression consistent with clavicle crush damage. A fracture of the inner coil was also noted at this location.